Manufacturer narrative:
Concomitant medical products: product ID: 3550-02, lot# 0220652317, product type: accessory. Other relevant device(s) are: product ID: 3550-02, serial/lot #: 0220652317, ubd: 04-aug-2024, UDI#: (B)(4). Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wrench was not able to screw in new leads into an already implanted implantable neurostimulator (ins). The operating physician ¿tried to get the click sound but could not.¿ a different wrench model was used instead and the issue was resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the patient¿s medical history included headache, back pain, and restless legs. There were no complications reported or anticipated.